Event description:
The dentist reported a screw fracture inside the implant. The implant has been removed and the dentist was unable to provide the screw reference.

Manufacturer narrative:
The implant has been returned for review. Evidence of a stuck component was identified within the implant. Due to damage, the identity of the fractured component/screw has not been determined. White residue remained on the external surface of the implant. The collar and internal hex of the implant have also been grossly damaged and appears cut, likely from the implant removal or complainants attempt to remove the fractured component. Visual comparison of the implant to the drawing did not provide indication of a manufacturing deviation. The remaining portion of the screw was not returned for review. The item number or lot number for the screw was not provided; therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.